Event description:
It was stated that the customer was hospitalized with blood glucose levels over 1000 mg/dl. The customer changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the husband was unable to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.